Event description:
It was reported that during reprocessing of the large needle driver instrument, the wire on the instrument was observed to be frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at distal idler is frayed. No damage found on pulley and clevis. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal, suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.